Manufacturer narrative:
Summary of eval: eval cannot be performed. There is no evidence that the device failed to meet specifications.

Event description:
Pt experienced a hip dislocation in february 1997. Pt was advised that there was evidence for acetabular component position shift and wear, and revision was recommended. One month later on 3/4/97, the pt experienced another acute dislocation. Closed reduction was not possible, and revision surgery was performed on 3/5/97. At the time of surgery there was marked debris formation with secondary osteolysis, and substantial bone loss in the posterior superior acetabulum. The acetabular component was revised with femoral head allografting and exchange of the head neck segment with debridement.